Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during prep of an emboshield nav6 embolic protection system (eps), the filter was noted to be in a rotated backwards position. The device was not used and there was no patient involvement. Another emboshield nav6 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual evaluation was performed on the returned unit. The reported filter oriented backwards on the delivery wire was confirmed. A review of the lot history record (elhr) revealed one exception to address a customer complaint whereas the filter assembly was found to be oriented backwards on the delivery wire. A query of the complaint handling database for the reported lot revealed no other complaints for device misassembled during manufacturing/shipping reported from this lot. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.